Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "upstream occlusion alarm" was not reproduced. The device was tested for flow lines for an upstream occlusion test and passed. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor calibration lower values out of specification, which was unable to be calibrated. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.